Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 18.0 diopter intraocular lens (iol) was explanted due to displacement of lens. Through follow up with the customer it was learned that the lens dropped back in the eye as the capsule burst. The customer could not confirm if the capsule was weak, however the capsule broke as it did not hold the lens. A vitrectomy was required, but there was no incision enlargement. The lens was replaced with a non-amo anterior chamber lens.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/16/2016. Device returned to manufacturer ¿ yes. The device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is damaged and incomplete, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The device issue could not be confirmed in the returned sample. Based on the results of the product investigation, no quality product deficiency was identified. All pertinent information available to the manufacturer has been submitted.